Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer shut off during use. The programmer passed functional testing. It was indicated that various external components were damaged or broken. The programmer was repaired and returned to service. Non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off during use and would not power on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.